Manufacturer narrative:
Date of event: (B)(6) 2019 date of report: 18jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the printed circuit board assembly controller to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported touch screen failure. There was no patient involvement.